Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high glucose value. Blood glucose at the time of event was over 600 mg/dl. Customer was also reported bent cannula. Customer was reporting past event. Length of hospitalization was 5 days. Customer did not report any significant event lead to hospitalization. Customer was hospitalized in 2017. Customer could not remember exact date of hospitalization. The insulin pump will not be returned for analysis.